Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is wearing the pump supplies for 3-4 days, and removing cartridge air 5-6 times with an empty syringe. Tandem clinical support informed customer that wearing the pump supplies for 3-4 days, and removing cartridge air 5-6 times with an empty syringe, is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy, and has manual insulin injections if needed. Customer¿s blood glucose (bg) level was 138 mg/dl.